Manufacturer narrative:
This report was initially submitted following notification from a customer in sweden regarding a false positive esbl phenotype for escherichia coli patient sample in association with the vitek® 2 ast-n375 test kit (ref (B)(4), lot 0251058404). Initial: esbl phenotype. The esbl result was neg (-) but then corrected to pos (+) by advanced expert system¿ (aes). Ceftazidime mic: > 32, resistant. Esbl initially tested negative; however, a therapeutic correction (tc) was applied and the esbl phenotype was proposed. After gcs performed analysis with the aes demonstrator, they were able to confirm that the elevated ceftazidime mic led to the esbl proposal. Due to workload related to covid-19, the customer was unable to provide any troubleshooting information and the isolate will not be submitted at this time. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-n375 cards, lot 0251058404, met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false positive esbl phenotype for escherichia coli patient sample in association with the vitek® 2 ast-n375 test kit (ref 423098, lot 0251058404). Initial: esbl phenotype. The esbl result was neg (-) but then corrected to pos (+) by advanced expert system¿ (aes). Ceftazidime mic: > 32, resistant. Esbl initially tested negative; however, a therapeutic correction (tc) was applied and the esbl phenotype was proposed. After gcs performed analysis with the aes demonstrator, they were able to confirm that the elevated ceftazidime mic led to the esbl proposal. Retest: ampc phenotype. The esbl was neg (-). Ceftazidime mic: 2, intermediate. Sample was sent to reference lab where it was determined to be ampc. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.